Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units fiber optic signals were displayed as flat lines. There was no harm reported to patient.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fiber optic sensor connector was discovered to be damaged. Fiber optic connector cable assembly was replaced. Fiber optic sensor test passed in the service mode. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit cleared for clinical use. The removed fiber optic connector cable assembly was returned to national repair center for evaluation. The national repair center (nrc) received cabl assy,fo sensor extension, with the reported complaint that the fiber optic sensor was broken. The nrc performed a visual inspection of the sensor and observed that the blue connector was broken. The cable could not mate into the connector properly with this damage. The nrc verified the failure of a broken fiber optic sensor. Retaining the sensor in the nrc per procedure.